Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause could not be determined as the device was not made available for evaluation, failure can likely be attributed to the incision made for the implant. If the incision was too large, it would cause the flanges of the implant to not be positioned outside of the incision. The large incision would cause the skin to grow over the implant and migrate into the middle ear. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Patient age at the time of initial procedure to place duravent tube was (B)(6). Patient age at time of device removal procedure was (B)(6). The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported one year, six months and 19 days after a duravent tube was placed during a bilateral myringotomy and tubes (bm-t) procedure, skin healed over the duravent tube requiring a surgical incision to be made to remove the device. Sequence of events as follows: (B)(6) 2019: tube bm-t. A duravent tube was placed. (B)(6) 2021: right inner ear foreign body removal. Duravent tube was surgically removed from inner ear. Procedure completed under anesthesia with microscope. Incision was required as skin healed over the duravent tube. There were no additional consequences to the patient as a result of this occurrence.